Event description:
Ast 2 reagent is in use and is showing abnormal high results on certain patients. Upon review, abbott stated that there is a 30% positive bias with the new test formulation. They are seeing the abnormal high results with samples drawn in light green lithium heparin tubes.